Manufacturer narrative:
Product complaint # (B)(4). Date sent to FDA: 9/10/2020.

Manufacturer narrative:
Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2017 and the reservoir was connected to a drain. The reservoir could not be locked. There were no adverse patient consequences reported. No further information is available.

Manufacturer narrative:
The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.

Manufacturer narrative:
(B)(4). Actual device returned and evaluated. Lock does not work due to the latch of the plate is broken.